Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not turn on during the customer's training of the pump. When the pump turned on, it was noted that the pump had been reset unexpectedly. There was no patient involvement, as device had not yet been used on the customer at the time of the reported event.